Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased pacing impedance measurements; however, these were still within range. During device reprogramming, high pacing threshold measurements and loss of capture were also observed. An x-ray confirmed that this lead had dislodged so a lead revision was done; however, issues with extracting the helix and adhesion of the electrode to the patient's tissue were noted. Thus, the physician decided to implant a new lead. No additional adverse patient effects were reported. The lead is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed an intact lead tip with no sign of damage or defect which would lead to dislodgement. There was tissue entwined in the helix base. The helix was not tested as the extracting stylet was returned stuck in the lead. The lead underwent and passed electrical testing. No further issues were noted.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.